Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - due to poor watertightness of cable unit, water tightness. Based on the results of the investigation, it is likely the following led to the malfunction: poor watertightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced image interference/flickering on the screen. The issue was found during inspection for use. There were no reports of patient involvement.